Event description:
It was reported that the t:slim x2 pump battery would not charge, accompanied by a power source alert in the pump history. There was no adverse impact to the customer¿s blood glucose level. The issue resolved itself prior to contacting technical support, and the pump began charging without further assistance required.